Event description:
A hospital in (B)(6) reported via a distributor that a heater wire pin of a rt112 adult breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt112 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: a bent pin test was performed on the inspiratory heater wire of the returned complaint rt112 breathing circuit to see if it could be connected to a heater wire adaptor. Results: one of the inspiratory heater wire pins was bent and a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube. This prevents full insertion of the heater wire adaptor to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 101217. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).